Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged between 41-57 mg/dl and went to the emergency room (ER); cause was due to to health care provider prescribed the wrong basal rate setting. Customer was given d50, glucagon, and sugary foods to address the low bg levels.